Manufacturer narrative:
(B)(4). The reported event of infection cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 2 of 3: reference MFR report: 1627487-2016-06166 & 3006705815-2016-00617. The patient received two scs anchors from the same lot number. It was reported the patient experienced an infection at her scs anchor site. Consequently, the physician flushed the area and removed the anchors with the leads. The patient was prescribed antibiotics for 2-3 weeks.